Manufacturer narrative:
Investigation into this event determined that higher than expected valp and gent quality control results were obtained on a vitros 5600 integrated system. The root cause was determined to be instrument related. The vitros 5600 was generating condition codes indicating an issue with the photometer. After replacing the photometer lamp and calibrating the valp and gent assays, acceptable valp and gent quality control results that fell within established control ranges were obtained. Results from a gent marker precision test were within ocd guidelines, indicating the vitros 5600 system was performing as intended.

Event description:
The customer obtained higher than expected quality control results using the vitros valp and gent assays on a vitros 5600 integrated system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. Patient samples were unaffected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)